Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump passed displacement test, rewind, basic occlusion, prime tests, occlusion test and excessive no delivery test. The insulin pump received with intermittent buttons due to corroded keypad traces. No button error alarms noted. No display ramping on it's own noted. The insulin pump received with cracked case at display window corners, cracked battery tube threads, minor scratches on display window and missing end cap sticker.

Event description:
It was reported that the insulin pump alarmed button error when the customer was trying to deliver a bolus after a meal. They inputted the carbohydrates, released the button, and the numbers kept scrolling on their own. The customer's blood glucose was 61 mg/dl which was treated with food. The discontinuation of the device was advised. Nothing further was reported.